Event description:
It was reported that customer¿s parent described issues with pump fill estimate and bluetooth connection, but no further details were provided. There was no reported impact to the customer¿s blood glucose level. Customer¿s parent declined follow-up from technical support, no troubleshooting was completed, and no additional information was received regarding the outcome of the event.